Event description:
The customer reported the system freezes during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the scp and reseated circuit boards. No report on system repair status. This MDR is related to ge healthcare complaint.